Event description:
It was reported that a chemolock experienced a filter priming issue. It was reported that the clinician had to perform two procedures to get the air out. Too many steps to make sure air is out of the filter tubing during an imfinzi infusion. There was no unprotected chemotherapy exposure or harm to the patient/clinician reported. No additional information is available.

Manufacturer narrative:
The device is unavailable for further evaluation. Without the returned device, a probable cause is unable to be determined. The lot number is unknown, therefore a device history review (DHR) cannot be performed.